Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the solera cannulated tap 5.5mm was full of bone fragments and failed to be removed. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: the instrument was not returned as the site had discarded it. No analysis possible. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the solera cannulated tap 5.5mm was full of bone fragments and failed to be removed. There was no patient present when this issue was identified.